Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 72mg/dl, 310mg/dl. Tests were done within 2 minutes with a difference of 110%. Patient did not experience any adverse events. No further information has been reported. *note - applying blood technique: incorrect because customer used one fingerstick and smeared the sample.